Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of turned off by itself. The root cause was determined to be the intermittent (or lack of) connection between (B)(4) and the socket of the user interface module printed circuit board. No repairs were performed as the referenced device has been removed from service. Service history review determined that the device has not been previously sent into service for the reported condition of "turned off by itself." The user interface module master software version is 5.09.90, which is classified as remediated. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter but the evaluation has not yet been completed. A follow-up report will be submitted for evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague volumetric infusion pump which turned off by itself. It is unknown when or at what point in the process, the reported condition occurred. No patient injury or medical intervention was reported. The current software version of this device is unknown. No additional information was available at this time.